Event description:
It was reported on a pt longitudinal study form that he had made one suicidal gesture since his time in the study. The gesture was characterized by stating it was "obviously no intent; purely manipulative gesture" and there was "no danger" to the pt during the gesture. The pt did not have any suicidal tendencies at the time of the report. The pt's last known programming info was located and was from (B)(6) 2008; the product was properly functioning at this time. Attempts for further info have been unsuccessful to date.